Manufacturer narrative:
The MFR sales representative contacted the MFR, on 3/25/97, and stated that he believed that the surgery had been rescheduled to 3/14/97 and that he planned to see the pt that day (3/25/97). It was additionally stated that he has unable to reach the surgeon and as far as he knows, the device was not explanted and the kink in the device catheter was corrected, rather than replaced. After communicating with the pt, it was revealed that there was a device catheter revision; however, the pt did not know the details. The pt reported to the MFR sales representative that she was very happy with the results and was receiving good pain relief. The facility had increased the dosage of the morphine concentrate and the device remains implanted for continued use in the pt's therapy. This info was confirmed with the physician, on 4/18/97, at which time it was stated that the device was fixed and removed. It was additionally stated that the tubing was flushed and working okay. The device catheter was not replaced. The facility was informed that the MFR could be closing the file on this event and that a letter of confirmation would be issued to the physician. A review of the device history record was performed and did not identify any MFR variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. No further info is available. The MFR is now closing its file on this event.

Event description:
On 1/3/97, the pt contacted a MFR nurse and stated that the device "has been messing up for 2 yrs and she's tired of living in pain and tired of nothin being done". The MFR nurse informed the pt that she was aware that co has worked with her physician to resolve issues related to the device in the past (se 1219454-1995-00302 & 1219454-1996-00312) and requested info about the current problem. The pt stated that "it doesn't pump correctly. Sometime 33cc comes out. The last time they got 27.75. The lowest was 17. It's not right, I want it changed". The pt was informed that the MFR can only help her physician to evaluate if there is a problem with the device. The decision to change the device is between the pt and her physicians. The pt stated that she wants the device changed and is not against getting another of the MFR's devices that "works right". The MFR nurse informed the pt that she would review info about the device from the past and obtain recent info from the physicians and contact her with follow-up. The MFR sales rep was informed of this event and was expected to contact the physicians to obtain recent refill data and follow-up info.